Event description:
It was reported that the customer had low blood glucose and her insulin pump was malfunctioning. Caller stated that the customer's insulin pump is squirting out the insulin during manual prime, alarming low reservoir and it was unable to exit from preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.